Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed that the patient had received several inappropriate shocks. Upon further examination it was determine that the right ventricular lead had dislodged. The patient was scheduled for revision where an attempt was made to reposition the lead. However, the helix was stuck, therefore the lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed that the patient had received several inappropriate shocks. Upon further examination it was determined via fluoroscopy that the right ventricular lead had dislodged. The patient was scheduled for revision where an attempt was made to reposition the lead. However, the helix was stuck, therefore the lead was explanted and replaced. The patient was stable.